Manufacturer narrative:
E1 - address-(B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a b30 scope communication error and image blackout based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had excessive image noise. The issue was found during set up. There were no reports of patient involvement.